Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported needing to call emergency services (911) due to not having insulin. The patient upgraded to the iphone 17 and found it to be incompatible with the omnipod system. The patient did not have a backup method for insulin delivery. The patient has not provided any further information regarding the reported medical event.